Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two resolution 360 clips used during the same procedure. Manufacturer report#3005099803-2018-60153 pertains to the first device, and manufacturer report#3005099803-2018-60152 pertains to the second device. It was reported to boston scientific corporation that one resolution clip device and one resolution 360 clip were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, both clips were able to grasp and lock onto tissue but failed to release from the catheter. Eventually, the clips released from the catheters. However, following deployment it was observed that the catheters bent, exposing the pull wire. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.